Event description:
Additional information was received from the customer stating that the fault occurred before the procedure and there was no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced, however, a root cause could not be identified. During the inspection, it was found that the connector of the cable was broken resulting in no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was caused by a broken cable connector. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported to olympus on behalf of the customer, the 4k camera head was broken. It was noted the failure was observed after use during a laparoscopy procedure. The procedure was completed with a similar device. There was no patient under sedation at the time of the event and there were no reports of patient harm.